Manufacturer narrative:
A system check performed on (B)(6) 2010 met specifications. Customer stated there is no more sample to be tested for interference. Customer is only questioning the accu tni results from this patient. Service was offered and the customer declined. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained reproducible elevated troponin (accu tni) results on one patient sample. The results were reported out of the lab and questioned by the physician. The specimen was sent to a reference lab for testing and an accu tni result was also elevated. No reports of death, injury, or change to patient treatment have been reported in connection with this event.